Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the end white part of the syringe broke while the surgeon was turning the syringe¿s piston. Later the graft was retrieved in a cup and used with an external funnel. Procedure was completed successfully with five(5) minutes surgical delay. This report is for one (1) dhs/dcs-scr l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.